Manufacturer narrative:
The investigation determined that a discordant, lower than expected tsh result was obtained when a single patient sample was tested using vitros tsh lot 7460 on a vitros 5600 integrated system. The result was discordant when compared to a non-vitros tsh electrochemiluminescence method result from the same patient sample. A definitive cause of the event was not able to be established. However, the most likely cause of the event is an issue related to the patient sample. Historical qc results leading up to the event indicate acceptable performance of vitros tsh lot 7460. In addition, a patient correlation with an alternate vitros was acceptable, demonstrating that the vitros tsh reagent lot 7460 was performing as intended on the vitros 5600 integrated system. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 7460. An instrument issue is an unlikely contributor to the event as within run precision testing indicated acceptable performance of the vitros 5600 integrated system. In addition, an acceptable tsh patient correlation was performed with an alternate vitros system without any action to the customer's vitros 5600 integrated system, further demonstrating that a vitros 5600 integrated system related issue is an unlikely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is possible that the presence of biotin or another unknown interferent within the affected patient sample could have contributed to the lower than expected vitros tsh result, however, this could not be confirmed as the attributable cause of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, lower than expected thyroid stimulating hormone (tsh) result was obtained when a single patient sample was tested using vitros tsh lot 7460 on a vitros 5600 integrated system. The result was discordant when compared to a non-vitros tsh electrochemiluminescence method result from the same patient sample. Patient sample 1 vitros tsh result of 0.019 miu/l (hyperthyroid) versus electrochemiluminescence (eclia) result of 3.20 miu/l (euthyroid) biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. The discordant, lower than expected vitros tsh result 0.019 miu/l was reported from the laboratory. No corrected report had been issued, but the provider was alerted to the discordant result after the result using the alternate methodology was received by the laboratory. The customer confirmed that the treatment of this patient has not been altered in any way based on the lower-than-expected vitros tsh result. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).